Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain/pain located in pelvic area') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's previously administered products included for an unreported indication: zoloft. Concomitant products included medroxyprogesterone acetate (depo-provera) and promethazine. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/heavier menstrual cycles/hormonal changes-heavier menstruation"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions type: rash conditions"), urinary tract disorder ("bladder or urinary problems or changes: urinary problems & changes"), headache ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), bowel movement irregularity ("gastrointestinal or digestive system condition type: irregular bowel movements"), constipation ("severe constipation"), ovarian cyst ("other injury(ies) or complication please describe: ovarian cysts"), abdominal pain ("abdomen"), abdominal pain lower ("lower right abdomen"), back pain ("lower back pain"), bone pain ("pelvic bone pain"), abdominal pain upper ("stomach pain"), vulvovaginal pain ("vagina pain") and cystitis ("bladder infection"). The patient was treated with codeine phosphate;paracetamol (tylenol with codeine no.3), naproxen and surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, female sexual dysfunction, urinary tract disorder, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, bowel movement irregularity, constipation, ovarian cyst, abdominal pain, abdominal pain lower, back pain and bone pain outcome was unknown, the vaginal haemorrhage, menorrhagia, rash, abdominal pain upper and cystitis had resolved and the vulvovaginal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, back pain, bone pain, bowel movement irregularity, constipation, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, nausea, ovarian cyst, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: hysterectomy (partial). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jul-2019: pfs received. Previously reported ¿injury to herself¿ was updated to pain/pelvic pain. Product indication and essure implant date updated. Following events were added: abnormal bleeding (vaginal), menorrhagia/heavier menstrual cycles, apareunia (inability to have sexual intercourse), rash, urinary tract disorder, migraines/headaches (headaches), nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, irregular bowel movements, constipation, ovarian cysts, abdomen, lower right abdomen, lower back pain, pelvic bone pain, stomach pain, vagina pain, bladder infection and she did not undergo confirmation test. Event severity added for: lower right abdomen, lower back pain and pelvic bone pain. Event outcome added for: stomach pain, vagina pain, menorrhagia, abnormal bleeding (vaginal), rashes and bladder infection. Event clubbed: menorrhagia/heavier menstrual cycles/hormonal changes-heavier menstruation. Historical, treatment and concomitant medications were added. Lawyer added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain/pain located in pelvic area') and pelvic inflammatory disease ('acute pelvic inflammatory disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included anxiety and depression. Previously administered products included for an unreported indication: zoloft. Concomitant products included medroxyprogesterone acetate (depo-provera) and promethazine. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/heavier menstrual cycles/hormonal changes-heavier menstruation"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions type: rash conditions"), urinary tract disorder ("bladder or urinary problems or changes: urinary problems & changes"), headache ("migraines / headaches headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), bowel movement irregularity ("gastrointestinal or digestive system condition type: irregular bowel movements"), constipation ("severe constipation"), ovarian cyst ("other injury(ies) or complication please describe: ovarian cysts"), abdominal pain ("abdomen"), abdominal pain lower ("lower right abdomen"), back pain ("lower back pain"), bone pain ("pelvic bone pain"), abdominal pain upper ("stomach pain"), vulvovaginal pain ("vagina pain") and cystitis ("bladder infection"). The patient was treated with codeine phosphate;paracetamol (tylenol with codeine no.3), naproxen and surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic inflammatory disease, female sexual dysfunction, urinary tract disorder, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, bowel movement irregularity, constipation, ovarian cyst, abdominal pain, abdominal pain lower, back pain and bone pain outcome was unknown, the vaginal haemorrhage, menorrhagia, rash, abdominal pain upper and cystitis had resolved and the vulvovaginal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, back pain, bone pain, bowel movement irregularity, constipation, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, nausea, ovarian cyst, pelvic inflammatory disease, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: hysterectomy (partial). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: medical record received. New events acute pelvic inflammatory disease was added. Medical history¿s anxiety and depression were added. Reporters information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain/pain located in pelvic area') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included anxiety and depression. Previously administered products included for an unreported indication: zoloft. Concomitant products included medroxyprogesterone acetate (depo-provera) and promethazine. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease ("acute pelvic inflammatory disease"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/heavier menstrual cycles/hormonal changes-heavier menstruation"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions type: rash conditions"), urinary tract disorder ("bladder or urinary problems or changes: urinary problems & changes"), headache ("migraines / headaches headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), bowel movement irregularity ("gastrointestinal or digestive system condition type: irregular bowel movements"), constipation ("severe constipation"), ovarian cyst ("other injury(ies) or complication please describe: ovarian cysts"), abdominal pain ("abdomen"), abdominal pain lower ("lower right abdomen"), back pain ("lower back pain"), bone pain ("pelvic bone pain"), abdominal pain upper ("stomach pain"), vulvovaginal pain ("vagina pain") and cystitis ("bladder infection"). The patient was treated with codeine phosphate;paracetamol (tylenol with codeine no.3), naproxen and surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic inflammatory disease, female sexual dysfunction, urinary tract disorder, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, bowel movement irregularity, constipation, ovarian cyst, abdominal pain, abdominal pain lower, back pain and bone pain outcome was unknown, the vaginal haemorrhage, menorrhagia, rash, abdominal pain upper and cystitis had resolved and the vulvovaginal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, back pain, bone pain, bowel movement irregularity, constipation, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, nausea, ovarian cyst, pelvic inflammatory disease, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: hysterectomy (partial). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020: extension of expected date of next report for ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain/pain located in pelvic area') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included anxiety and depression. Previously administered products included for an unreported indication: zoloft. Concomitant products included medroxyprogesterone acetate (depo-provera) and promethazine. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease ("acute pelvic inflammatory disease"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/heavier menstrual cycles/hormonal changes-heavier menstruation"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions type: rash conditions"), urinary tract disorder ("bladder or urinary problems or changes: urinary problems & changes"), headache ("migraines / headaches headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), bowel movement irregularity ("gastrointestinal or digestive system condition type: irregular bowel movements"), constipation ("severe constipation"), ovarian cyst ("other injury(ies) or complication please describe: ovarian cysts"), abdominal pain ("abdomen"), abdominal pain lower ("lower right abdomen"), back pain ("lower back pain"), bone pain ("pelvic bone pain"), abdominal pain upper ("stomach pain"), vulvovaginal pain ("vagina pain") and cystitis ("bladder infection"). The patient was treated with codeine phosphate;paracetamol (tylenol with codeine no.3), naproxen and surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic inflammatory disease, female sexual dysfunction, urinary tract disorder, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, bowel movement irregularity, constipation, ovarian cyst, abdominal pain, abdominal pain lower, back pain and bone pain outcome was unknown, the vaginal haemorrhage, menorrhagia, rash, abdominal pain upper and cystitis had resolved and the vulvovaginal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, back pain, bone pain, bowel movement irregularity, constipation, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, nausea, ovarian cyst, pelvic inflammatory disease, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: hysterectomy (partial). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: final pathological diagnosis: uterus and cervix, hysterectomy: cervix: mild chronic cervicitis endometrium: proliferative phase no hyperplasia or malignancy myometrium: no significant pathologic changes serosa: no significant pathologic changes bilateral fallopian tubes: intraluminal iud wires in place normal histology. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.